Event description:
It was reported the patient's transfer set became disconnected from the patient line of an automated peritoneal dialysis (pd) set coincident with pd therapy. The disconnection occurred during the last fill on the homechoice. The patient cleaned and capped their transfer set. The technical service representative (tsr) assisted with ending therapy early. During follow up with the patient, the patient stated that there were no issues connecting the transfer set to the patient line. There were no tangled lines that would have caused the disconnection. There was no patient injury or medical intervention indicated at the time of the initial report. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the disconnection could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).